Manufacturer narrative:
H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on an unknown date, the patient underwent endovascular treatment using gore® excluder®aaa endoprosthesis, c3 delivery system. The initial procedure was performed at another institution more than 10 years ago, and detailed information regarding the implanted device, procedural details, date of the procedure, and underlying disease is not available. On (B)(6), 2025, the patient transported to the hospital due to a retrograde aortic dissection (proximal sine) and rupture of the false lumen occurred from the proximal side of the previously implanted c3 device. An emergency stent graft placement intervention was performed. To treat the retrograde dissection, two stent grafts were implanted proximal of the existing c3 device to close the main entry tear. Angiography confirmed closure of the main entry tear. During insertion of the delivery catheter for closure of two re-entry sites in the thoracic aorta, the patient developed ventricular fibrillation. Two stent grafts were placed in the thoracic aorta, and resuscitative measures¿including defibrillation with AED, chest compressions, and administration of epinephrine¿were performed. Suspecting cardiac tamponade, thoracic drainage was carried out. Subsequently, blood pressure stabilized, and disappearance of the thoracic false lumen was confirmed. In addition, a distal type I endoleak associated with dilation of the right common iliac artery was identified, and an additional stent-graft was deployed extending to the right external iliac artery. The patient experienced another cardiac arrest, and the suspected bleeding source was a re-entry site in the thoracoabdominal aorta near below the distal superior mesenteric artery. A non-gore stent graft was used to close the re-entry site. Although a type IV endoleak persisted in the thoracoabdominal region treated with the non-gore stent graft, vital signs stabilized, and the procedure was completed. Physician¿s comment: during the reintervention, when performing balloon touch-up, the true lumen did not expand, and the vessel appeared rigid. The dissection likely occurred several years earlier. It is possible that the patient had not undergone follow-up examinations in the outpatient setting.